Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument was generating an "incomplete seal " message. The customer received assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse reviewed the instrument logs and there were no related errors. The vse instrument was connected to the e-100. The customer decided to replace the vse with another vse instrument, and the back-up vse instrument was working normally. The tse informed that the message could have happened due to an arcing between the jaws of instrument. The customer was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the e-100 was replaced. No further details could be provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer resolved the issue with an alternate instrument. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.